Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called back and said the arctic sun device flow meter was not working on the new pump they just purchased and installed.

Manufacturer narrative:
Although the event was confirmed, the issue was based on a spare part and therefore is not attributable to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty flow meter. This happened while they were installing a new pump they just purchased and installed. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called back and said the arctic sun device flow meter was not working on the new pump they just purchased and installed.